Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 278 mg/dl and 138 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, there are no strips left in the vial. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.